Event description:
It was reported by the physician that the patient presented with muscle spasm (twitches on the left neck, especially when turning the head). The patient had undergone a lead revision as a result. During this lead revision surgery fibrosis was discovered over the electrodes. The lead was replaced as a result. There was also a report of worsening seizures with this lead. The suspect product has not been returned to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The physician has reported that the increase seizures did occur prior to 2016 lead revision. The fibrosis was caused by tissue condition of the patient (pt physiology). Muscle twitching in left neck was due to the fibrosis formation and thus current transmission into the muscle. Surgery was not done to preclude serious injury. The increased seizures was due to the fibrosis formation and thus current transmission into the muscle and the seizure level was below pre-vns baseline levels. Generator and lead info was received. The explanted devices were discarded. Patient year of birth and gender was received. Fibrosis coding has been concluded due to pt physiology based on the physician's assessment. The increased seizures and muscle spasms has been concluded similarly as the physician assessed that therapy was not properly delivered to the vagus nerve due to the fibrosis that formed, transmitting some of the stimulation to the surrounding tissue. The rep has forwarded an additional response by the physician. In 2016, the patient experienced muscle twitching on the left side of the neck every time he was stimulated ¿ the electrodes were therefore revised in the same year, the reason for the co-stimulation of the neck tissue and muscles was massive fibrosis in the surgical area, which had also proliferated via the vagus nerve and the electrodes. No other relevant information has been received to date.